Event description:
The manufacturer was informed of the following event through mantra study. Based on the information received, perceval plus sutureless aortic heart valve, pvf size xl was implanted in the patient through median sternotomy on (B)(6) 2023. The concomitant procedure was CABG which was performed before valve treatment. Reportedly, av block iii started intra-operative after aortic valve implantation; and the action taken was "prolongt prov. Pacemaker." And the issue has been resolved. Based on the information available, patient had a history of coronary artery disease, left ventricular hypertrophy, systemic hypertension, dyslipidemia, and previous tobacco history, and nyha class ii.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model#: pvf-xl, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: pvf-xl) perceval plus heart valve at the time of manufacture and release. Based on the available information, a definitive root cause on the reported event cannot be established. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval plus IFU.